Manufacturer narrative:
Product analysis results are: the exact cause of the possible type ia, dissection in the infrarenal aorta that extended down to the left common iliac artery, penetrating ulcer or intramural hematoma at the distal edge of the distal stent graft, retrograde type a dissection after secondary intervention could not be conclusively determined from the films provided. The pre-implant films, films during secondary intervention, and films after secondary intervention were not provided. It is possible that the implanting the stent graft in a highly angulated aortic neck may have contributed to the proximal type ia endoleak. The distal bare spring of the third valiant stent graft may have contributed to the intramural hematoma or the penetrating ulcer. The dissection in the infrarenal aorta may have been due to patient's pre-existing type b dissection. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Event discovered in product analysis.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.